Event description:
As reported by the user facility information by bbm sales organization in the united kingdom: "over infusion." According to the complainant the blood was infused faster than ithe pump was set. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No pump was sent to melsungen for investigation. Only the history files of a vtbi therapy of the 22nd of november 2023 were attached at the cc notification. The files were checked. No flow rate deviation or technical malfunction was found on the history files. There were no more detailed information like time of occurrence, expected flow rate etc. To the malfunction stated in the complaint "users here used an infusomat to deliver a unit of blood and it was apparently delivered quicker than was set" so a more detailed analysis of the case is not possible. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.